Event description:
It has been reported to philips that the system did not boot up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) examined the system onsite and confirmed that system was not switching on. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the frontal stand had no movements. The fse also found hospital recently had an issue with their hvac system in the allura equipment room which caused the ups to crash, and it was repaired. Fse checked geop pc, spp power supply in the c-arm and found an issue. Fse replaced the spp in the floor stand and found a blown fuse in the hybrid extension board. To resolve the issue, fse rerouted the power output to the lateral stand. The defective parts were returned for analysis, for power supply, no malfunction was observed. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.